Manufacturer narrative:
(B)(4). DHR review was completed. No irregularities were found when reviewing supplier lot records. The coupler separation force and ring separation testing was competed at the supplier with passing results; 100% functional alignment testing was performed on each device during the manufacturing process. In addition, 100% visual inspection for broken or missing parts was performed. The pre-sterilization ring retention specification and ring retention testing was completed at incoming inspection with passing results. Two coupler rings and a wing jaw assembly were returned for evaluation. The wing jaw was in good condition. The two rings were loose in the package. The two rings had pin marks adjacent to the holes. Both rings had marks from being held and handled with forceps. The rings show pin marks that indicate that one of the rings slipped up in the jaw toward the opening. The ring did not rotate. The rails of the rings were aligned within the slots of the jaws. Damage to the rings was observed, but this is consistent with marks from handling the rings with forceps or other steel instruments. The wing jaw was in good condition and functioned properly when cycled on a test anastomotic instrument. Wing jaw ring retention was not tested on the returned device. The returned device was evaluated. The wing jaw assembly functioned properly. The pin marks on the two rings is consistent with ring misalignment due to one ring sliding partially out of the wing jaw. It is unknown how the rings were handled prior to bring the rings together. Complaints will be monitored for future events with this failure mode. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of returned device evaluation.

Event description:
It was reported that the pins of a gem2754 coupler did not match up and the two rings of the device did not approximate properly. It is not known how the intended anastomosis was completed. No patient adverse event was reported.